Event description:
According to the reporter: bag easily tore and had to remove gallbladder in pieces. Had to make larger incision to remove specimen and removed gallbladder in pieces. No tissue damage, no unanticipated tissue loss. Additional info: was the incision extended by 1 inch or more? No. Did bile leak into the patient because of the specimen falling out? No. Was or time extended beyond 30 minutes? No.